Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with discordant glucose values between a continuous glucose sensor and fingerstick measurements and intermittent sensor connectivity to the ilet; the user also reported a low supply of infusion sets. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including guidance to perform a full supply change, replace the sensor or calibrate with fingerstick values, confirm that the ilet continued insulin delivery, and complete a firmware update; replacement infusion sets were arranged. Investigation included remote review and user-guided troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia with potential contributions from sensor inaccuracy and infusion site issues, while the ilet remained operational and delivering insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.